Event description:
It was reported to medtronic minimed that the customer experienced pump error 15, pump error 23. The customer reported no adverse event. The event involved product(s) mmt-1885a. Inquired what led up to the complaint. Customer response: cx adv their pump had error 15 and 23. Pump error 23 t/s per dop114-980. Expl error is a program safety alarm and pump may have been stored without a battery. Customer reports they were able to clear the alarm(s). Customer was able to rewind the pump. Customer reports the pump was neither stored nor without a battery for > 8 hours. Customer states the alarm did not occur immediately after a battery change. Is customer using a minimed 780g pump (mmt-1885/1886/1895/1896) with software version 6.5 or a clinical minimed 670g pump (mmt-1740/ 1741/1742) with software version 6.3: yes. Was customer delivering a bolus with quick bolus speed feature enabled: no. Adv the pump will need to be replaced. Adv to disconnect from the pump. Assisted with clearing alarms. Assisted with updating time/date. Assisted with reservoir and tubing process. Instruct customer that pump will be replaced. Instruct customer to revert to backup plan per hcp instruction and to place pump in storage mode (i.e. Remove battery and press and hold the back button until the screen turns off). Additional notes: iw pump replacement. Ship to the address in notes. Ship: 1x mm780g, 1x retlab/return: 1x mm780g no harm requiring medical intervention was reported. Mmt-1885a was requested and customer response was the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed outside the united states. Select patient information cannot be provided due to regional privacy regulations. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
The test p-cap locks properly in place in the reservoir compartment noted. Thump software was utilized and downloaded trace/history files properly. Pump passed the self test and displacement test. Pump error 23 confirmed in the pump history on at 05/06/2024 04:54:11.000. Pump error 15 confirmed in the pump history on at 05/06/2024 04:54:09.000. Per software engineering log, pump error 15 alarm was triggered pump memory corruption. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba1, pcba2, force sensor, motor and vibrator assembly noted. ¿ pump error 23 and 15 alarm confirmed in the pump history, problem isolated to the electronic assembly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.